Event description:
It was reported that using a femoral artery access approach during a procedure of the common femoral artery, the emboshield nav6 embolic protection device (epd) without a barewire was used for distal protection in the leg using a .017 non-abbott guide wire and atherectomy was completed without reported issue. The recovery of the nav6 epd was attempted, however, while pulling back the non-abbott guide wire came through the filter and did not catch the epd which remained in the vessel. The nav6 epd was removed using a snare device without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use and failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The difficulty removing the filtration element could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stent procedures in carotid arteries. Based on the reviewed information, no product deficiency was identified.